Event description:
It was observed during central processing that the maryland bipolar forceps instrument had a loose wire. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument grip cable was derailed at the distal idler pulley. The grips can still open and close, however the movement may not be precise. The cable derailment was likely due to cable losing contact with pulley during wrist articulation. Fleet angle between proximal and distal pulleys may contribute to derailment. Additional observation not reported by site was the instrument pitch cable was frayed at distal clevis hub. No damage was found at clevis. Additionally the instrument distal pulley had scratch marks/abrasions on the surface of the pulley. An additional finding was various scratches on the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The customer reported complaint does not itself constitute a MDR reportable event; however if the frayed pitch cable and main tube scratches were to recur could cause or contribute to an adverse event.